Event description:
During deployment of the main body graft, the contralateral limb was deployed posterior and the ipsilateral limb was inadvertently deployed out of sequence. The physician was unable to cannulate the contralateral limb. Multiple attempts to open the limb were unsuccessful. The physician then decided to convert the procedure to an aortouni-iliac configuration by utilizing the converter, occluder and performing a fem-fem bypass. Final angiogram did not detect the presence of any endoleaks.